Manufacturer narrative:
Qc was within the established ranges before and after the event. A field service engineer (fse) was dispatched on-site (B)(4) 2011 (a day after the incident). Fse replaced the stirrer motor and lamp and also cleaned the cup. Precision testing then performed was within specifications. The hardware repairs performed by the fse resolved this issue.

Event description:
On (B)(6) 2011, a customer reported to beckman coulter inc. (Bec) that their unicel dxc 800 pro synchron clinical system total protein (tpm) module generated four (4) erroneously low patient results. The erroneous results were not reported outside the laboratory. The module was then disabled by the customer and the samples were repeated on a different instrument in the laboratory. Those results were higher and were reported out of the laboratory. The results provided by the customer are shown. There were no changes to patient treatment or diagnosis.